Manufacturer narrative:
Programmer: model 8840, lot# unk, serial# unknown.

Event description:
It was reported that the "wrong" information was programmed into the pump. The error that was made resulted in a "3 million percent increase in dose and almost killed his patient". The pump was delivering morphine. It was later reported that the event happened a couple of months ago. This reporter indicated that the health care provider noted that "everything is fine with the patient". It was believed that there was "some mix up with the pharmacy either the meds were labeled or mixed wrong". Also he said the doctor didn't feel comfortable with the bridge bolus on the programmer "so he tried doing it himself".